Event description:
No new information.

Manufacturer narrative:
Additional data: d9, h3, h4. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A health professional reported that a patient was revised to address a migrated denali rod connector.